Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d unique identifier (UDI). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-jul-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user was unable to view patients and medications. The technical support specialist (tss) confirmed that the user account was correctly configured and that station pnsurpa1es was properly assigned to the designated managed area within the facility. An email confirmation was requested regarding the visibility of all patients assigned to this area. The customer informed the tss that the affected user was not on duty that day. The customer was advised to contact hospital information technology to remove and re-add the affected user ID in active directory. The customer agreed to proceed. The system functioned as intended after the technical support specialist (tss) investigate the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es user was unable to view patients and medications. The customer reported that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es user was unable to view patients and medications. The customer reported that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this event.